Event description:
Reportedly, when connecting the leads to the device, the physician inserted the screwdriver into the housing of the atrial lead and the connection came out in the controlateral part.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
When connecting the leads to the device, the physician inserted the screwdriver into the housing of the atrial lead and the connection came out in the controlateral part as shown in the pictures attached.

Manufacturer narrative:
Preliminary analysis of the returned device revealed that the connection block dimensions were within specification. It is suspected that the reported behavior resulted from an excessive thrust force applied on the atrial connection block.

Event description:
When connecting the leads to the device, the physician inserted the screwdriver into the housing of the atrial lead and the connection came out in the contralateral part as shown in the pictures attached.

Manufacturer narrative:
Please refer to the attached analysis report.